Event description:
It was reported that the patient¿s hardware became infected on an unknown date. It is unknown what type of infection the patient had and how it was discovered. The surgeon did not perform the original surgery. The surgeon explanted the infected matrix mandible plate and screw system and discovered that patient¿s bone had not healed and implanted new hardware. The information about the replacement hardware was not provided. It was also reported that the patient was originally implanted with 14 other unknown matrix mandible screws. This is report 2 of 3 for complaint (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.